Event description:
During an unknown procedure, there was a metallic foreign matter on the gauze when the blade was cleaned. The length was 2cm or 3cm and the shape was like hair. There was no adverse consequence to the patient.